Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, and handshake connection were visually and microscopically examined. Inspection of the device found that the sheath was torn 24cm distal of the burr catheter strain relief. A majority of the coil was found to be stretched, and there was blood found within the sheath and advancer body. Functional testing was performed by attempting to rotate the drive shaft and the drive shaft was able to be rotated with no issue. Then functional testing was performed by connecting the rotapro advancer to the rotapro control console system. When the knob ablation switch was pressed, the device stalled and would not run. Destructive testing was performed, in which the advancer was dismantled and the interior components within the advancer were inspected. Inspection of the interior components did not find any damages or defects attributable to the stall. Product analysis confirmed the reported events, as the device stalled and would not run. It is likely that the presence of blood within the sheath and advancer is indicative of a lack of sufficient saline flow through the device, which is attributable to the device stall.

Event description:
Reportable based on device analysis completed (B)(6) 2022. It was reported that a stall occurred. A rotapro 1.75mm was selected for use to treat an 85% stenosed moderately calcified non-tortuous target lesion within the right coronary artery. After successful atherectomy, the device stalled while in dynaglide mode as the rotapro 1.75mm was being withdrawn from the patient. The physician turned dynaglide off and was able to remove the burr successfully and intact. The rotapro 1.75mm was removed successfully intact without the use of dynaglide. The procedure was completed with no patient complications. However device analysis revealed a torn sheath.